Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a a detached sensor wire that occurred on (B)(6) 2015. Patient stated that upon removal of the applicator from the sensor pod, the sensor wire remained attached to the introducer needle. At the time of contact, the patient did not report any injury or medical intervention

Manufacturer narrative:
(B)(4).